Event description:
It was reported to covidien on (B)(6) /2014 that a customer had an issue with a bandage. The customer states that her daughter had a curity bandage placed after an injection on her upper thigh. After 24 hours of placement when trying to remove the bandage it would not come off, the mother tried bathing the child to get the bandage to come off and was not able to remove it. The child was playing and the bandage was caught on an object and it tore at the child's skin causing it to bleed. The doctor's office was able to remove the bandage with the use of peanut butter. Due to the skin tear on the patient's leg the doctor prescribed an antibiotic cream to be applied twice daily for seven days. The mother stated that she did not know the name of the prescription. The child is stated as fine.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.